Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Event description:
During a sad rotator cuff repair procedure it was reported that the blade was flaking when going in oscillation mode 2 (can be seen when spun counter clockwise). The blade was flush when the flake was noticed. This tissue was a mixture of bone and soft tissue. The shedding fell into the patient and was removed through suction. The surgeon was one hundred percent sure the flakes were removed from the patient. He finished the procedure with a back-up device. There was no delay, patient injury or complications noted.